Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/13/2020. Corrected data: d10. Device evaluation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5cg3t. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an appendectomy the device was fired and the blade would not retract. The reverse button was used to reverse the blade and open the jaws. The staple line was complete and the surgeon wondered if this was because the tissue was too thick. The procedure was completed with this device with no patient consequences reported.